Manufacturer narrative:
Update: h6 investigation findings code was added to the correction form.

Manufacturer narrative:
The device is not available for investigation; however, a device history review should be performed.

Event description:
An event occurred on an unspecified event date involving a chemosafelock bag spike reported that there was leakage. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR (device history record) review couldn't be performed due to the lot number for this complaint was unknown.